Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensed noise in the right atrial (ra) and left ventricular (lv) channel while performing isometrics. Technical services (ts) was consulted and provided reprogramming options. In addition, the possibility of disabling lv sensing was discussed per physician discretion. Furthermore, additional information was received stating that lv sensing was disabled, while ra sensitivity was increased. Continuous monitoring was reported to be provided. This crt-d remains in service. No adverse patient effects were reported.